Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm single site wristed needle driver instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken grip cable at the proximal end near the clamping pulley. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer clarified that the issue with the instrument was that it had a broken wire. The customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The issue occurred during a myomectomy procedure. The procedure was completed with a backup instrument. There was no patient injury as a result of the instrument issue.